Event description:
Vns patient underwent ncp system replacement surgery as a result of inverted placement of original lead electrodes. Review of available device programming history did not reveal any anomalies that would indicate device malfunction. No adverse event was reported in conjunction with the inverted electrode placement.